Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine polyp ('endometrial polyp') in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (at (B)(6)) in 2005, caesarean section (at (B)(6)) in 2003 and menarche (at (B)(6)) in 1994. Previously administered products included for an unreported indication: oral contraceptive in 2005. Concurrent conditions included covid-19 since may 2020. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("mild discomfort at insertion"). On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("hypermenorrhea / abundant menses recurrent"). On (B)(6)2013, the patient experienced abdominal discomfort ("abdominal discomfort"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2014, the patient experienced uterine polyp (seriousness criterion medically significant) and dysmenorrhoea ("intense dysmenorrhea, recurrent"). In december 2015, the patient experienced menstrual disorder ("menstrual disorders"), lasting 6 months. On (B)(6) 2016, the patient experienced bacterial vaginosis ("gram stain shows flora compatible with bacterial vaginosis"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), migraine ("migraines that worsen with progestogens") and uterine disorder ("metropathic uterus"). On an unknown date, the patient experienced swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding recurrent"), metal poisoning ("metallosis"), headache ("headache"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), loss of libido ("loss of sexual appetite") and iron deficiency anaemia ("iron deficiency anemia") and was found to have uterine leiomyoma ("uterine myoma / uterine fibroid"). The patient was treated with aloe vera;arctium lappa root;matricaria recutita (zelesse), dequalinium chloride (fluomizin), desogestrel (azalia), dexketoprofen trometamol (enantyum), enoxaparin sodium (hepaxane), ibuprofen, paracetamol, prebiotics nos, topiramate (topamax), tranexamic acid (amchafibrin), norethisterone acetate (primolut nor) and surgery (essure removal via total hysterectomy and bilateral laparotomy salpingectomy on (B)(6) 2021 and polypectomy on (B)(6) 2014). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, uterine polyp, swelling, hypersensitivity, genital haemorrhage, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, menstrual disorder, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, migraine, procedural pain, uterine disorder, abdominal discomfort, abdominal pain lower, bacterial vaginosis, uterine leiomyoma and iron deficiency anaemia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, iron deficiency anaemia, loss of libido, menstrual disorder, metal poisoning, migraine, pelvic pain, procedural pain, swelling, uterine disorder, uterine leiomyoma and uterine polyp to be related to essure. The reporter commented: essure placement without difficulty, diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: symmetric and well-aligned devices. Gram stain - on (B)(6) 2016: gram stain shows flora compatible with bacterial vaginosis. Gynaecological examination - on (B)(6) 2016: sg: normal. -speculoscopy: cx well epithelialized nulliparous. Abundant whitish non-lumpy discharge. -vaginal examination: painful on palpation of the left bottom of the sac. No pain on cervical movement. Did not palpate masses. Diagnosis: gynecological normality sma. Hysteroscopy - on (B)(6) 2014: endometrial polyp; on (B)(6) 2014: 5.5 mm; 30° optics. Distension medium: saline solution.; on (B)(6) 2016: heavy menstrual bleeding (sma). Pathology test - on (B)(6) 2014: polypodeal formation of about 3 cm inserted in the posterior face next to the left tubal ostium. Endometrial mucosa: surface: regular types of endometrium proliferative. Diagnosis: endometrial polyp; on (B)(6) 2016: endometrial biopsy: no signs of hyperplasia or malignation with morphological characteristics suggesting hypersecretory endometrium-irregular desquamation of endometrium. Diagnosis: heavy menstrual bleeding (sma). X-ray of pelvis and hip - on (B)(6) 2014: essure normoinsert. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine polyp ('endometrial polyp') and metal poisoning ('metallosis') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included primolut nor tablet for genital bleeding. Other product or product use issues identified: drug ineffective "continuous bleeding did not improve with primolut nor". The patient's medical history included caesarean section (at 23 years-old) in 2005, caesarean section (at 21 years-old) in 2003 and menarche (at 12 years-old) in 1994. Previously administered products included for an unreported indication: oral contraceptive in 2005. Concurrent conditions included covid-19 since (B)(6) 2020. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("mild discomfort at insertion"). On (B)(6) 2013, the patient experienced hypermenorrhea ("hypermenorrhea / abundant menses recurrent"). On (B)(6) 2013, the patient experienced abdominal discomfort ("abdominal discomfort"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2014, the patient experienced uterine polyp (seriousness criterion medically significant) and dysmenorrhoea ("intense dysmenorrhea, recurrent"). In (B)(6) 2015, the patient experienced menstrual disorder ("menstrual disorders"), lasting 6 months. On (B)(6) 2016, the patient experienced bacterial vaginosis ("gram stain shows flora compatible with bacterial vaginosis"). In (B)(6) 2016, the patient started primolut nor (oral) at an unspecified dose and frequency. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), uterine disorder ("metropathic uterus") and migraine ("migraines that worsen with progestogens (primolut nor)"). On an unknown date, the patient experienced back pain ("lumbar pain"), hypersensitivity ("allergic reaction"), metal poisoning (seriousness criterion medically significant), bleeding menstrual heavy ("excessive bleeding recurrent"), headache ("headache"), swelling ("swelling"), fatigue ("tiredness"), alopecia ("hair loss"), loss of libido ("loss of sexual appetite") and iron deficiency anaemia ("iron deficiency anemia") and was found to have uterine leiomyoma ("uterine myoma / uterine fibroid"). The patient was treated with aloe vera;arctium lappa root;matricaria recutita (zelesse), dequalinium chloride (fluomizin), desogestrel (azalia), dexketoprofen trometamol (enantyum), enoxaparin sodium (hepaxane), ibuprofen, paracetamol, prebiotics nos, topiramate (topamax), tranexamic acid (amchafibrin) and surgery (essure removal via total hysterectomy and bilateral laparotomy salpingectomy on (B)(6) 2021 and polypectomy on (B)(6) 2014). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, uterine polyp, back pain, dysmenorrhoea, abdominal pain, abdominal pain lower, procedural pain, abdominal discomfort, hypersensitivity, metal poisoning, bleeding menstrual heavy, menstrual disorder, hypermenorrhea, uterine disorder, headache, swelling, fatigue, alopecia, loss of libido, migraine, bacterial vaginosis, uterine leiomyoma and iron deficiency anaemia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, headache, hypermenorrhea, hypersensitivity, iron deficiency anaemia, loss of libido, menstrual disorder, metal poisoning, migraine, pelvic pain, procedural pain, swelling, uterine disorder, uterine leiomyoma, uterine polyp and bleeding menstrual heavy to be related to essure. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, headache, hypermenorrhea, hypersensitivity, iron deficiency anaemia, loss of libido, menstrual disorder, metal poisoning, pelvic pain, procedural pain, swelling, uterine disorder, uterine leiomyoma, uterine polyp and bleeding menstrual heavy to be unrelated to primolut nor. The reporter considered migraine to be related to primolut nor. The reporter commented: essure placement without difficulty, diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: symmetric and well-aligned devices. Gram stain - on (B)(6) 2016: gram stain shows flora compatible with bacterial vaginosis. Gynaecological examination - on (B)(6) 2016: external genitalia: normal. -speculoscopy: cx well epithelialized nulliparous. Abundant whitish non-lumpy discharge. -vaginal examination: painful on palpation of the left bottom of the sac. No pain on cervical movement. Did not palpate masses. Diagnosis: gynecological normality; heavy menstrual bleeding. Hysteroscopy - on (B)(6) 2014: endometrial polyp; on (B)(6) 2014: 5.5 mm; 30° optics. Distension medium: saline solution.; on (B)(6) 2016: heavy menstrual bleeding. Pathology test - on (B)(6) 2014: polypodeal formation of about 3 cm inserted in the posterior face next to the left tubal ostium. Endometrial mucosa: surface: regular types of endometrium proliferative. Diagnosis: endometrial polyp; on (B)(6) 2016: endometrial biopsy: no signs of hyperplasia or malignation with morphological characteristics suggesting hypersecretory endometrium-irregular desquamation of endometrium. Diagnosis: heavy menstrual bleeding. X-ray of pelvis and hip - on (B)(6) 2014: essure normoinsert. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-feb-2022: quality-safety evaluation of product technical complaint (ptc). On internal review, primolut nor was added as suspect product and events "lack of drug effect" and "migraine" were added as events related to primolut nor. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.